Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported several alarms had occurred and she was unable to upload to carelink. The customer's blood glucose was 99 mg/dl. The customer stated her temp basal was not programmed before the alarm occurred. The customer also stated the alarm occurred during the rewind/prime sequence. She also reported receiving a communication failure message on her insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump was able to download to the carelink software without any errors. The insulin pump passed the self test. The unit had no signal to low alarm during testing. However, error alarm was found in the alarm history file due to corrupted history file. The insulin pump passed the unexpected restart error test. There was no unexpected restart alarm noted. There was no cosmetic damage noted.